Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft aortic cuff was implanted prophylactically in a patient during an endovascular treatment for a type ii endoleak. The patient had been lost to follow up. Approximately four years and two months post index procedure, a CT revealed that the patient had a likely proximal type I endoleak with a seal zone regression of a couple of millimeters. The physician determined the proximal type I endoleak to be due to progressive proximal aortic neck dilatation. The aneurysm measured 13 cm in diameter. The physician elected to implant an endurant ii aortic stent graft cuff. It was reported that during the secondary procedure, 20fr sentrant sheath was advanced through a previously deployed bare metal stent however unable to be advanced to intended location. The physician elected to remove the 20fr sentrant sheath and modified the catheter, cutting off a portion of the catheter. The 20fr sentrant sheath was reinserted in to the patient and the endurant aortic cuff delivery system and a flush catheter were advanced to the intended landing zone. The physician stated that during delivery of the endurant aortic cuff there was extreme drag, a few stent rings were exposed however when the physician attempted to deploy the rest of the endurant aortic cuff the inner member of delivery system moved forward and the outer sheath would not retract. The partially deployed endurant aortic cuff was brought down to the iliac artery. The physician then performed an additional incision to expose the external iliac artery removing the 20fr sentrant sheath, and the partially deployed endurant stent graft system. During removal, the patient¿s previously implanted bare metal stent was inadvertently removed with the delivery system. The physician elected to sew in conduit and an 18fr sheath was inserted and the new endurant aortic cuff was advanced and deployed with the flush catheter through the contra sheath. The 28mm aortic cuff was implanted distal to the superior mesenteric artery with bilateral periscopes to the renal arteries. Per the physician, the deployment event was related to the patient¿s anatomy, the previously deployed bare metal stent, and user technique. No additional clinical sequelae were reported and the patient is fine.